Event description:
Prismaflex machine is said to have produced negative flow rates, e.g. Effluent flow rate -184 or pbp flow rate - 157. No blood loss was reported. Follow-up info was requested and it was confirmed that the wrong values were observed on the screen. Treatment was not compromised. Pt health was not affected.

Manufacturer narrative:
No pt injury or illness was reported. The investigation is ongoing and will be reported on conclusion.